Event description:
Customer reported issues with the insulin pump. Customer also states that there is a small scratch on the display screen of the insulin pump. Customer states that the blood glucose reading is 181 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.